Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 44.9 mg/l. The patient questioned the result, so the sample was repeated. The sample was repeated on (B)(6) 2026, resulting in a creatinine value of 8.22 mg/l.